Event description:
The customer reported the burette was leaking at the connection point of the upper blue fitment (above where the tubing inserts into the hub). There was no report of patient harm or medical intervention. Although requested, no additional patient or event details were provided by the customer.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). The customer's report of the set leaking was confirmed. Visual inspection noted that the nitro tubing was completely separated from the upper fitment. Fluid was leaking from the separation. Visual inspection under a microscope noted that both sides of the nitro tubing had insufficient solvent applied at the engagement. Dimensional analysis was performed on the nitro tubing. The tubing measured to be within spec. Functional testing was not performed due to the tubing being separated at the component engagement. The root cause of the separation/leak was a mfg issue due to insufficient solvent being applied at the junction of the nitro tubing.

Manufacturer narrative:
Manufacturer's report date: 03/11/2015. Internal file number: (B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.